Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1gram, once in four days) and injection of amikacin (250 mg, daily, ongoing) for the peritonitis. On an unknown date, dianeal therapy was discontinued. On an unknown date, the pd catheter was removed. On an unknown date, the patient "left the hospital", against medical advice. It was reported the patient was not performing pd or hemodialysis therapy. Eight days after the peritonitis event onset, the patient passed away at home. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event prior to death. No additional information is available.